Event description:
The woman returned to the operating room, one week after having her deep brain stimulator (dbs) medtronic activa battery replaced (battery failure). She originally had a dbs generator placed approximately two years ago for severe medically intractable parkinson disease. Manufacturer response: we are waiting for medtronic to inform our hospital of the status of the product in order to restart implanting these dbs batteries (program temporarily on hold pending the outcome of the battery test by the company).